Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 500mcg/ml via an implantable pump. A significant volume discrepancy at refill was reported. They expected 4 to 6cc¿ and got 17cc¿s. A dye study was performed. The actions and interventions taken to resolve the issue was surgical intervention. During surgery, the pocket was opened to evaluate catheter. The catheter was observed to be twisted and kinked. The twisted and kinked 7.5cm segment of catheter was removed. The catheter was reconnected, and the pump was sutured in place to prevent any flipping or rotation that may have contributed. Nothing reported was reported regarding the environmental, external or patient factors that may have led or contributed to the issue other than the patient was sitting more now than previously. The issue was resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 19-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the segment of catheter that was removed on (B)(6) 2024 was discarded.